Event description:
Debris found upon opening major general pack for case. It was removed and a new one opened. Pt was not in the room. Upon opening major general pack, what appears to be a light colored curly hair was found inside. The pack was removed from the room and a new one opened.